Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that video not being displayed and contact failure at the connector connecting section during inspection for use involving an olympus video system center. There was no patient injury reported.